Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment was not reported. On the same day as the receipt of this report, the patient was to be discharged from the hospital. No further details were provided regarding the outcome of the peritonitis event. It was not reported whether extraneal and physioneal therapies were ongoing. No additional information is available.